Event description:
Information was received indicating that a smiths cadd® extension set leaked from the filter. The extension set was replaced to resume therapy. It was also reported that due to the leakage that patient and other family members may have been exposed to chemotherapy. Medical intervention was not provided and there was no reported injury to the patient.